Event description:
Mammotone ex hh11bex 11g. Probe and vacuum set did not cut nor suction the specimen sample. This was attempted several times resulting in dry tape. This was replaced with a "like" device that functioned without problem and the procedure was completed. Stereotactic breast biopsy. Reason for use: stereotactic breast biopsy.